Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was recovering in the intensive care unit post implant, the perfusionist found a motor disconnected red alarm on the centrimag monitor. The perfusionist found there was a backflow and that the pump stopped while seeing motor disconnected alarm on the screen. The perfusionist then increased the rotations per minute (rpm) again, but the same issue recurred. The site suspected the motor cable may have been the cause of the issue since they were able to reproduce the issue at the hospital. Switching to the backup console resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted that the site noticed rpm drop prior to the motor disconnected alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.